Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports. Patient hospitalized with ketoacidosis (dka). Patient reports being a brittle diabetic. Patient's blood glucose level usually 74-100mg/dl while using v-go. Patient's blood glucose level rose to 300-400 mg/dl when using the v-go. Likely contributing cause for the dka is unknown and therefore device cannot be ruled out (lack of information). Device was discarded and therefore not available for technical review. Patient recovered without sequelae.

Event description:
Type 1 diabetic pt. Using vgo 30 since (B)(6) 2015 reported to valeritas customer care hospitalized on (B)(6) 20with ketoacidosis (dka) while wearing a vgo. Using vgo bg usually 74-100s mg/dl, occ. 200 mg/dl pt. Reports brittle diabetes, a1c 5.9%, taking bolus dose by carbohydrate to insulin ratio she reported dividing the grams of carbohydrate she is going to eat by 5 to determine how much insulin to give then adds a sliding scale. Pts. Bg increased to 300-400s mg/dl range when using vgo and dka developed in july reason unknown. She does not remember any symptoms. The vgo was removed at the hospital, discarded, and she was treated with an insulin drip. Pt. Does not remember any other details. Likely contributing cause for the dka is unknown. The pt. Recovered without sequelae.

Manufacturer narrative:
Date of event: date corrected. Date of report: date corrected. Initial reporter corrected. Health professional - no checked. Occupation: non healthcare professional. Date rec'd by MFR: date provided. Type of report: follow up #1. If follow up, what type?: correction checked.